Event description:
At home during the night on 8/25/98, the patient pulled out a catheter that was inserted march 31, 1998. Another one was implanted august 31, 1998 and the x-ray shows an intracardiac migration of a fragment of the former catheter. The patient suffered some ischemic problems, but as he used to have some no special relation is made by his doctor to the existence of the fragment. The fragment has been taken out by endovascular way on 9/2/98 and is now fine.